Event description:
The suction liner had been used during a neurological surgical procedure. Following the procedure the vacuum to the liner was kept on and the attached patient suction tubing was placed under the patient's pillow in case suction was required during extubation. The liner was then described as "exploding' with the lid shattering in pieces. A member of staff was contaminated with the contents of the liner. It was also reported that the outer reusable canister had split. The staff could not verify whether this damage was pre-existing or had occurred following the incident. The liner had been used for a number of surgical procedures without being changed in between patients. The technical support manager has stated that the incident will be reported to the (B) (6).

Manufacturer narrative:
The product sample was not provided by the customer, therefore, an evaluation of the complaint device for deficiency of construction could not be performed. However the description provided adequately describes the event and provides a basis for this investigation process. An implosion event was discarded where severe damage to the lid and disposable liner occurred. In addition, it was stated that the hard reusable canister had split. Discussions with key quality, marketing, and engineering personnel have occurred. Key points of the discussion include: without the actual sample no dimensional of visual inspections can be performed. It was stated in the report that "the liner had been used for a number of surgical procedures without being changed in between patients" the product labeling, through symbols and wording, defines usage "for single use only". The product is designed to meet implosion resistance requirements per iso (B) (4) "medical suction equipment - part 3: suction equipment powered from vacuum or pressure source."